Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was receive from a healthcare professional and a manufacturer's representative (rep) regarding an unknown patient who was receiving baclofen for an unknown indication for use via an implantable infusion pump. It was reported on (B)(6) 2017 that an unknown patient had their pump battery die early and suffered baclofen withdrawal.

Manufacturer narrative:
Originally the complaint was reported as a malfunction. This has been corrected to serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a manufacturer's representative regarding an unknown patient who was receiving baclofen via an implantable infusion pump for an unknown indication for use it was reported on (B)(6) 2017 that the patient's pump battery died early and the patient went through baclofen withdrawals. The date the battery died was unknown. No further complications were anticipated/reported.